Event description:
Litigation alleges pain, discomfort, elevated metal ion levels, allergic reactions and difficulty ambulating. Update: (B)(4) 2014 - implant medical records and blood tests received. Chromium levels: 4.7 and 4.5 (abn: h) and cobalt 8.8 (abn: h). This complaint was updated on: (B)(4) 2014. Update rec'd (B)(4) 2014- pfs and medical records received. Part/lot was provided. Revision operative notes indicated leg length discrepancy. The stem and sleeve have now been reported. The cup and liner were not revised during the (B)(6) 2007 surgery, as they were well-fixed/ ingrown. Patient was revised a second time for a liner and head exchange on (B)(6) 2013. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.